Manufacturer narrative:
An event of patient death resulting from "multisystem failure cardiac arrest from sepsis, pneumonia, and mitral regurgitation" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information and a death certificate were received from the patient's family through abbott's patient device tracking department. Per report on (B)(6) 2017, a 33mm epic valve was implanted. Information provided states that on (B)(6) 2017 the patient had a heart attack and received a coronary stent (unknown vessel). Following the stent procedure, the patient then spent 6 days in the ICU and became ill with pneumonia. The patient was unable to sleep lying down for 40 days, was coughing hard, and had difficulty breathing. The surgeon predicted a 70% chance of surviving the operation. Per report the patient never regained consciousness following surgery and died on (B)(6) 2017. The valve was not explanted and is not available for return. The death certificate lists the cause of death as multisystem failure cardiac arrest from sepsis, pneumonia, and mitral regurgitation. The physician confirmed the patient's death was not related to the valve. (B)(6).